Event description:
The customer tested blood glucose and received a result of 89 mg/dl. The customer ate breakfast and then went to sleep. Their family member was unable to wake them. Patient was taken to the emergency room where their blood glucose level was 24mg/dl. The customer was given glucose and food to eat. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.